Manufacturer narrative:
A replacement pump was sent to the customer. F/u attempts are ongoing. The original product has not been rec'd at the time of this report. Should add'l info or the original product be rec'd resulting in new, changed, pr corrected info, a f/u report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported discomfort when using her freestyle pump. The customer also reported that she had mastitis and had received antibiotics from her physician for the mastitis.